Manufacturer narrative:
Product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7071516/7071568. The device is not available for return; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient was suspected to have an infection. The patient underwent an explant procedure and was doing well postoperatively. Ipg and leads were not returned.